Event description:
This event involves a (B)(6) male pt found unresponsive and apneic lying in his hospital bed despite cardiac monitoring and oxygen saturation monitoring. His bedside monitor did not announce/alarm for a lethal arrhythmia - the arrhythmia alarms were found to be off and the bedside cardiac monitor alarm audio/volume was found to be off. The pt was being monitored by bedside cardiac monitor, which was known to be operative on the evening of (B)(6) when the pt was admitted to the unit. At roughly 10:15 am on (B)(6) 2010, the pt was found pulse less and apneic in his hosp bed and a code blue was called. Following acls protocol the medical senior resident ran the code, which was unsuccessful. Immediately following the code, nursing staff and code team members discovered that the arrhythmia alarms were off for this pt. A biomedical engineering member was consulted immediately and began investigating the cardiac and central monitors for info that day. A full investigation was initiated from the center for quality and safety the following morning on (B)(6) 2010. The internal monitoring log files were sent to the MFR for review on 01/26/2010 and 01/27/2010. Our investigation revealed two device issues that contribute to this adverse event. First, the device had an internal design setting that allowed a user to disable the central alarm from the bedside monitor without warning. Second, the device is not designed to be interrogated thoroughly enough to determine when the alarm was turned off.